Manufacturer narrative:
Based on pictures that were provided to resmed, it can be observed that the mask elbow is missing one of its anti-asphyxia valve flaps. The mask system has not been returned to resmed so that an engineering investigation can be performed. If further information becomes available, a supplemental report will be submitted. Resmed reference#: case-(B)(4).

Event description:
It was reported to resmed that a patient using an airfit f20 mask awoke during the night with a sensation of something lodged in their throat. The patient experienced several episodes of intense coughing and shortness of breath before falling back asleep. Upon performing routine cleaning of his mask, he discovered that a valve was missing from the elbow connector. The patient alleged that the missing valve must have been inadvertently swallowed and dislodged in his throat during the night as he was unable to locate the piece. There was no harm or injury as a result of the event.